Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced the high blood glucose. The customer's blood glucose was 545 mg/dl. The customer was advised to treat with manual shot if issue continues. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.